Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g4, g7, h1, h2, h3 and h6.. As reported, the 6f/7f mynxgrip vascular closure device (vcd) was inserted into the brite tip sheath all the way to the white line, then balloon was inflated; however, when the doctor start to remove the device, the entire system pulled out through the sheath¿s hemostatic valve. After looking at the balloon, the wire in the balloon was actually bent. Hemostasis was achieved by manual pressure for 20 minutes. There was no reported patient injury. The device was properly stored and opened in a sterile field. The device was used in the patient. This was the second event that happened in the same week and both devices came from the same lot number. The type of procedure the mynx vcd was used in was interventional peripheral. The deployer was mynx certified. A cordis 5f and 6f 10cm were used / a non -cordis 6f 45cm sheath were used. Retrograde access was used. The femoral arterys were suitability verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. There was no presence of pvd / calcium in the vicinity of the puncture site. The patient's hospitalization was extended for 2 to 4 hrs. Because of the event. The patient recovered after the mynx event. There were no issues with the sheath upon removal. The balloon was bent upon removal. No excessive force was applied during insertion. The patient was not morbidly obese. The product was not returned for analysis. A product history record (phr) review of lot f2009203 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon pull through¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard devices that do not maintain balloon pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
The product was not returned for analysis. A review of the manufacturing documentation associated with this lot#f2009203 presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 6f/7f mynxgrip vascular closure device (vcd) was inserted into the brite tip sheath all the way to the white line, then balloon was inflated; however, when the doctor start to remove the device, the entire system pulled out through the sheath hemostatic valve. After looking at the balloon, the wire in the balloon was actually bent. Hemostasis was achieved by manual pressure for 20min. There was no reported patient injury. The device was properly stored and opened in sterile field. The device was used in patient. This was the second event happened in the same week and both devices came from the same lot number. The type of procedure the mynx vcd was used in was interventional peripheral. The deployer¿s was mynx certified. A cordis 5f and 6f 10cm were used / a non -cordis 6f 45cm sheath was used. Retrograde access was used. The femoral artery¿s were suitability verified on angiography or venography , including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. There was no presence of pvd / calcium in the vicinity of the puncture site. The patient's hospitalization extended for 2 to 4 hrs. Because of the event. The patient recovered after the mynx event. There were no issues with the sheath upon removal. The balloon was bent upon removal. No excessive force was applied during insertion. The patient was not morbidly obese. The device will be returned for evaluation.